Manufacturer narrative:
(B)(4).

Event description:
It was reported that "presence of kinking in the guide wire." The patient was reported as fine, there was no patient harm or consequence.

Manufacturer narrative:
(B)(4), the report that the guide wire kinked during use was not confirmed through complaint investigation of the returned sample. The customer returned one, arterial catheter for analysis. The guide wire was not returned. Visual analysis revealed a kink towards the distal end of the catheter, and the customer confirmed they were aware of this defect. A device history record review did not identify any manufacturing related issues. Based on the customer report and the sample received, the probable cause of guide wire kinking could not be determined based upon the information provided and without the guide wire being returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "presence of kinking in the guide wire." The patient was reported as fine, there was no patient harm or consequence.